Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with other. The customer reported a blood glucose value of 259 mg/dl. The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-332a, mmt-244a, mmt-1884l. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer received a hardware low-level failure (pump error 63). The customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. The customer reported high bgs. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return was required for mmt-7040a. No product return was required for mmt-332a. No product return was required for mmt-244a. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Unit successfully downloads to thump. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in pump history download. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, scratched case, pillowing keypad overlay, corroded battery tube, and corroded home switch. Pump passed functional testing. Unable to confirm alleged high bg's. No pump error 63 noted in pump history or during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.